Event description:
Patient had bilateral endovenous closure ablation of the left greater saphenous veins and removal of multiple varicose veins on a wednesday and a friday. He had follow up doppler ultrasound on the next monday showing 25% occlusion by clot in femoral veins. Patient was allowed to go home; physician intended to call patient and treat with subcutaneous anticoagulant. The patient had a 2+ hour travel time. The patient went to the ed at an outside facility that evening with complaints of chest pain. Sent home with diagnosis pneumonia, next day admitted to ICU for pulumonary emboli and a vena cava filter was placed. Patient may have a problem with chronic swelling due to deep vein thrombosis. Follow up read of complete doppler ultrasound demonstrating a tailing thrombus. Patient would not have been allowed to go home if condition known. The physician has been in touch with the manufacturer and states there has been an article published with recommendations for a different placement of the electrodes than he was taught by the company. Company representatives are meeting with the surgeon.